Event description:
The customer reported that the device failed to charge via paddles during use on a patient in vf. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).